Manufacturer narrative:
(B)(4).

Event description:
The customer complained of numerous instrument alarms on their cobas 8000 cobas ise module (double) that has caused them to them to temporarily suspend the use of the system. The customer provided the data for 2 patient samples of which 1 had a reportable malfunction for ise indirect na for gen.2. The initial sodium result was 130 mmol/l. The sample was retested twice with sodium results of 136 mmol/l and 136 mmol/l. The initial erroneous result was not released outside of the laboratory. There was no adverse event. The field engineering specialist found a defective ion selective electrode (ise) vacuum nozzle. He replaced the defective ise vacuum nozzle. The customer performed qc testing on the instrument. Further investigation confirmed the field engineering specialist initial finding as the root cause the customer stated that there have been no new issues to report.